Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector/damaged cable) has been confirmed. As received, the electrode belt did not communicate with the monitor and the trunk cable was cracked. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the trunk cable open along the green (+3.3v) wire. The root cause for the open wire was excessive force on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported a damaged connector and damaged cable.